Event description:
Tech alleged that the brakes would set but not hold. No alleged injuries.

Manufacturer narrative:
The tech found the brake/steer caster slipping and the rubber part of the wheel has a deep groove on it and the brake pad on the brake caster cannot make a firm contact. The tech replaced the damaged brake/steer caster to resolve the issue.